Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(6), ubd: 14-aug-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The consumer reported that the implant was working and she felt stimulation on her left side but she wanted to feel it on her right side as well. The patient had groups a and b and tried both but didn't feel stimulation on her rightside. The patient was directed to the healthcare provider for reprogramming. It was explained that the patient didn't lose stimulation on the right, she just never felt it there and wanted to feel it there. The indication for use was non-malignant pain. No device issues reported. Additional information was received from the manufacturer representative (rep). It was reported that there was new pain. The patient had her original implant on (B)(6) 2018. Since then, she has developed right leg pain. Her original implant only covered left sided pain so a revision was done to get better coverage of both legs. Hcp was successful in removing the lead and replacing it to get better coverage. Neuromonitoring was preformed during surgery and confirmed bilateral stimulation. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.